Event description:
Healthcare professional reported "a warranty case". Later, healthcare professional reported "breast implant rupture" and "breast pain that appears suddenly palpable at the implant edge". This record is for the left side. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Visual analysis: visual analysis of the photographs identified: pain: unable to observe since it is not related to the device. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.